Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for high shock impedance. This device was implanted the day prior. The caller noticed that they forgot to reprogram the vector for the lead. Technical services (ts) stated that this occurrence is not urgent as the shock will deliver with the correct coil. The vector was reprogrammed when the patient is in-clinic and the correct value displayed thereafter. Recently, ts noted that the device had stored atrial tachycardia response (atr) episodes occurred due to noise, which was consistent with artifacts during the replacement procedure. Additionally, the rv lead recently has exhibited elevated capture threshold measurements. Ts provided recommendations for assessing the automatic rv threshold in-clinic. The physician is continuing with monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.